Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited helix extension issues where the helix would not extend and not retract. The lead was attempted but not used and another lead was attempted. It was further reported that irreversible noise developed on the second right atrial (ra) lead on the mobile programmer base during the procedure. It was noted that the noise was observed on the atrial channel only. Troubleshooting steps were taken to include restarting the base and host tablet, replacing the pacing cables, replacing the pigtail adapter, and verifying the patient grounding pad placement. It was further noted that no improvement was observed following these actions and that noise was also observed on the atrial channel of the implanted device. Additional troubleshooting steps were taken to include testing the atrial lead in the ventricular port of both the analyzer and device, at which time no noise was observed. The implantable device was subsequently interrogated using a different base and application, and the noise on the atrial channel was no longer present. No patient complications have been reported as a result of this event.